Manufacturer narrative:
Qn#: (B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports that during placement of the catheter, one of the extension lines was found torn. The catheter was removed and replaced with a new one. No patient injury or complication reported.

Event description:
The customer reports that during placement of the catheter, one of the extension lines was found torn. The catheter was removed and replaced with a new one. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The customer returned one multi-lumen cvc catheter for evaluation. The catheter showed signs of use in the form of biological material on the catheter body and in both the distal and proximal extension lines. Visual examination revealed the proximal extension line was in two pieces, separated 91 mm from the luer hub. Both points of separation were smooth, consistent to when the lines become in contact with sharps such as scissors or scalpel. The returned catheter body measured 167 mm which is within specifications of 157-177 mm per catheter product drawing. The two segments of the returned proximal extension line measured 91mm and 14 mm totaling 105 which is within specifications of 99-119 mm per catheter product drawing. The outer diameter of the proximal extension line measured 2.17 mm which is within specifications of 2.13-2.21 mm per proximal line extrusion graphic. The inner diameter of the proximal extension line measured 1.45 mm which is within specifications of 1.42-1.50 mm per proximal line extrusion graphic. A device history record review was performed with no relevant findings. The IFU provided with this kit precautions the user, "to minimize the risk of damage to pigtails from excessive pressure, each clamp must be opened prior to infusing through that lumen. To minimize the risk of cutting the catheter do not use scissors to remove the dressing." The customer report of an extension line separation was confirmed by complaint investigation of the returned sample. The proximal extension line was separated around 91 mm from the luer hub. The points of separation on the extension line appeared smooth, indicating that the extension line became in contact with sharps such as scissors or a scalpel. A device history record review was performed with no relevant findings. Based on the appearance of the damage and the customer report that it was identified during use, unintentional use error caused or contributed to the reported event. Teleflex will continue to monitor and trend for complaints of this nature.